Manufacturer narrative:
(B)(4)

Event description:
Customer reports that the stapler was fired and appeared to be fine in the first surgery. When the surgeon had to take the patient back to surgery due to sepsis and to look at the staple line, line had failed and was open. Failed area was removed and the anastomosis was performed again. Gender, age and weight are not available. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device will not be returned for evaluation; it was discarded after the 1st surgery.